Event description:
It was reported that during a robotic colpopexy laparoscopic procedure , during suturing with large needle driver (lnd) and bipolar fenestrated grasper (bfg), accidentally one jaw of the lnd was stucked inside one jaw of the bfg and it broke one cable of the bfg. The bfg was withdrawn with broken instrument protocol. There was no issue with the lnd. There was no injury to the patient.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper, the associated device logs and provided videos. Two videos were received for evaluation. One video showed the operating room team interface (orti) screen of a tower, where a collision between a large needle driver and a bipolar fenestrated grasper occurred. This caused the bipolar fenestrated grasper to break while in the cavity of a patient. One video showed a bipolar fenestrated grasper outside of the cavity of a patient where it is being manually manipulated by articulating the tip. Evaluation of the logs indicated that there were instances of a difference in commanded and actual jaw angles. An error code was tri ggered which is associated with motor position limits. The use count of the bipolar fenestrated grasper was ninety minutes with a use count of one. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to the jaws or on the drive cables. Part of the white plastic pulley was damaged. Drive cable three was displaced. The blue energy cable was bulging. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. Evaluation of the bipolar fenestrated grasper confirmed the reported condition, however, the investigation concluded there were no a bnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to the device not being used as intended. Replication of the observed damage can occur from an instrument collision. The user manual states: ¿during teleoperation, external arm and internal instrument collisions (e.g. Between two robotically-controlled instruments or between a robotically-controlled instrument and a laparoscopic instrument) should be avoided, to prevent equipment and instrument damage and unexpected instrument movement¿. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic colpopexy laparoscopic procedure, during suturing with large needle driver (lnd) and bipolar fenestrated grasper (bfg), accidentally one jaw of the lnd was stucked inside one jaw of the bfg and it broke one cable of the bfg. The bfg was withdrawn with broken instrument protocol. There was no issue with the lnd. There was no injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.